Event description:
It was reported to boston scientific corp that the pull wire of an endovive safety peg kit device broke after the peg was pulled through the stoma site. The physician was still able to complete the procedure with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device remains inside the pt and will not be available for return. The cause of the reported malfunction is undeterminable.